Manufacturer narrative:
Device received not deployed with the slide insert not visible through the viewing window. The needle guard and adhesive liner remain intact. Data downloaded from indicates the device is in pod state 14, having never been paired to a pdm after activation. The device completed 0 pulses. No damages or defects noted, the device was found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy as intended at pod activation.